Event description:
It was reported that the patient presented for follow-up after receiving a patient notifier alert. Upon interrogation, a recent sudden drop in impedance was noted. The day following the alert, the patient was successfully treated for vt. Impedance for this event was found to be within the patient's normal range. X-ray showed no lead abnormalities. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.